Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio/beep or continuous tone anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and screen was frozen. The customer's blood glucose was 223 mg/dl at the time of incident. The customer inserted a new battery and the insulin pump did not come on. The insulin pump was returned for analysis.